Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol blood administration set had a break in the tubing. This was noticed while the set was being prepared with paracetamol and after solution had spilled onto the floor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was returned at the plant for evaluation. The unit was visually inspected and the evaluation revealed a longitudinal cut approximately 2 cm on the tubing. The reported condition was verified. The cause was determined to be due to a manufacturing issue. Awareness training was provided to appropriate personnel to address this issue. Should additional relevant information become available, a supplemental report will be submitted.